Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed blood glucose drop from 206 mg/dl to 76 mg/dl over about three hours and perceived the decline as quick while engaging in increased physical activity; no device alerts were recorded, and the user ate a few grapes to avoid going low. Symptoms included hyperglycemia preceding the decline. Outcomes included no clinical signs, symptoms, or health consequences. Investigation included communication with the user and analysis of information provided by the user, along with review of engineering logs. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no findings available from the review. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.